Event description:
General report received of an unspecified number of undocumented incidents of the clave ports remaining in the open positions; subsequently, bleed back was noted. The clave ports of the tubing sets were being accessed by unspecified access devices. The customer contact reported that upon removal of the access devices, the silicone sleeves of the claves did not "bounce back" to the closed position and bleed back was noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. The information on reprocessing of the device was requested; however, no response has been received.